Manufacturer narrative:
Type of reportable event: there was no death or serious injury associated with the alleged event. Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. Device evaluation of electrode belt sn (B)(4) was completed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the communication failure was isolated to a shorted u204 processor on the distribution node pca. The root cause for the shorted component could not be positively identified.. The primary cause of the shock event is unknown due to the loss of ECG and flag data. The primary cause of the detection is unknown due to the loss of ECG data. Unable to confirm any treatment delivery.

Event description:
A us distributor reported that a patient alleged that while driving 80 miles per hour on the highway, the lifevest "blew up" and shocked him with no alarms. The patient reported that the monitor will no longer power on. The patient reported that he felt the shock, but that there was no gel released and that he has no marks on his skin. The patient reported that the shock he allegedly felt did not feel like the start-up vibration and nearly knocked him off his seat. The patient did not report any injuries. The patient reported hearing a gunshot noise that he described as a big, loud pop. There is no evidence that the patient was treated. The download data, from the days surrounding of the alleged event, does not show any automatic events or flags indicating that a treatment or gel deployment occurred. Based on the available information, there is no indication of a treatment event. There is no indication of medical intervention. There is no indication of serious injury. Following the alleged treatment, the patient did not seek medical intervention and continued wearing the lifevest. The ECG and flag data surrounding the alleged treatment was unavailable for review due to thermal damage within the monitor. The occurrence of treatment is unable to be confirmed. This event is being reported out of an abundance of caution as zoll is unable to positively determine if the defibrillation treatment occurred and if it was appropriate or inappropriate. There was no death or serious injury associated with the alleged defibrillation event.